Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer reported that the patient was given a vaccine. When I went to activate the needle safety feature,it fell off and the needle scraped my finger causing a small cut.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to remove required intervention to prevent permanent impairement and to correct brand name, report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00189]. The previously reported was incorrect. The correct brand name is monoject. The correct report type is product problem only.